Event description:
The patient received two scs anchors from the same lot number. It was reported the patient experienced discomfort in her back at the scs anchor site. It was discovered the scs system strain relief loop at the anchor site was superficial and causing the patient discomfort. Follow up identified the patient underwent surgical intervention on (B)(6) 2014 to revise the strain relief loop at the scs anchor site. The procedure was reportedly successful and the patient is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.